Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the lung tissue during laparoscopic video-assisted thoracoscopic surgery lobectomy, the device was able to fire, however, some of the staples were malformed. Another handle and reload were used to complete the case. There was no patient injury.